Event description:
Event description guidant/crm received information that this system was oversensing on a pacer dependant patient. The sensitivity was reprogrammed and the patient continued to oversense. A new bipolar pace/sensing lead was implanted to solve the problem of oversensing. The rate sensing portion of this endotak dsp lead has been capped. The high voltage portion remains active.